Event description:
It was reported that the patient experienced multiple low glucose events following a period of prolonged hyperglycemia, with the continuous glucose monitor showing lows to 47 mg/dL and concurrent fingerstick values higher, and that numerous unintended meal announcements were recorded on the iLet despite the household stating they did not enter them; treatment with oral glucose was provided, and the device issue was categorized as a use-of-device problem with an undefined component. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included an unexpected medical intervention in the form of carbohydrate administration, and classification as a serious injury or illness. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem was found, and the device component could not be specifically coded. It was concluded, based on previously established findings for similar reports, that the cause was traced to user interaction.